Event description:
Caller states the bottom of the inside of the inform base is melted around the connector pins. The connector pins are bent and blackened. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.